Event description:
It was initially reported the stent did not cross the lesion during the procedure. However, when the device was recieved, the stent was missing. Additional information received indicated that the device during the procedure and there was no failure to cross event. While trying to deploy the stent, it dislodged and the physician tried using a retriever catheter but still not retrieve the stent. Subsequently, the stent lodged itself in the peripheral arteries of the patient. It is not currently known if the device was surgically removed.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. The device is available for testing and evaluation but the engineering report is not ready as of this writing. Additional information received will be submitted within 30 days upon receipt.